Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary ==> the product was returned to eth for evaluation. Visual inspection revealed that one empty foil packet and one suture that pertains to product code d10147 were returned for analysis. During the visual inspection of the suture, no evidence of suture breakage was identified during the evaluation. In addition, the needle was not returned for evaluation. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As part eth quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During surgery, when opening the package, the needle was held by the needle holder and subsequently passed through, the suture was broken as it was during use. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested